Manufacturer narrative:
The double fix knotless device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2028741 found no non-conformance's or anomalies during manufacturing process related to the reported event. A review of the product/print specifications found no discrepancies. Clinical evaluation was completed and concluded that since no harm has been alleged to this patient, no further, clinical/medical assessment is warranted at this time. Should additional relevant medical information be provided this complaint will be re-assessed. Visual inspection of the instrument show no manufacturing abnormalities. The implant is attached at distal end and the anchor is cracked. No sutures or other parts were returned with the instrument. The returned instrument is a single used device and could not be functional tested; an attempt was made to test the basic functions in which the knobs performed as intended. The complaint is verified. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during surgery, when the deployment knob was rotated, the screw of the double fix knotless pk could not be inserted in the bone hole. A backup device was available to complete the procedure with no delay or patient injuries. Preliminary results of investigation have concluded that the anchor was found cracked which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.